Event description:
A permanent implant of a saluda medical evoke spinal cord stimulation (scs) system (evoke system) occurred on 17 march 2023. X-rays have shown a movement of the cervical lead a few contacts upwards. A lead revision of the cervical lead was performed as well as the placement of an additional lead, added to cover the pain area in the feet better. An incision at the anchor site occurred and a tug test of the lead revealed no movement. The anchor opened, and the lead was able to be repositioned successfully. The anchor was able to fixate the lead, but a tug test showed an insufficient fixation. A second attempt was made with the same result. A new active anchor was implanted, and successful fixation of the lead was achieved. Programming afterward revealed successful lead repositioning and the patient receiving stable therapy.

Manufacturer narrative:
The anchor was returned for analysis and passed functional testing without observed issue. The anchor met lead retention specifications. Lead migration from the location chosen at initial implantation, resulting in stimulation changes is listed as a potential risk in the manufacturer's instructions for use (IFU)). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
The device was not returned for analysis. If the device is returned, a supplemental report will be submitted.

Event description:
A permanent implant of a saluda medical evoke spinal cord stimulation (scs) system (evoke system) occurred on (B)(6) 2023. X-rays have shown a movement of the cervical lead a few contacts upwards. A lead revision of the cervical lead was performed as well as the placement of an additional lead, added to cover the pain area in the feet better. An incision at the anchor site occurred and a tug test of the lead revealed no movement. The anchor opened, and the lead was able to be repositioned successfully. The anchor was able to fixate the lead, but a tug test showed an insufficient fixation. A second attempt was made with the same result. A new active anchor was implanted, and successful fixation of the lead was achieved. Programming afterward revealed successful lead repositioning and the patient receiving stable therapy.